Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# va03rmg, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received noted that the device replacement occurred as planned; the doctor opted to add another lead to the other side. The patient was doing well and was happy. The therapy was working.

Event description:
In (B)(6) 2013, it was initially reported that the patient was going for a ¿third round of reprogramming¿ because therapy ¿couldn¿t be maintained¿. At one point, the patient reportedly went 5 days with relief, but then started to have ¿breakthrough symptoms¿. The reporter indicated that ¿it was like the patient¿s nerves just got used to it¿. In the first month of being implanted, the patient was ¿ready to have it ripped out¿ but was hopeful to continue working with her healthcare provider (hcp) for reprogramming. It was noted that the patient was originally trying to get therapy relief without medication. The patient had however been placed back on medication and was going to pursue therapy along with medication. The reporter indicated that the patient¿s hcp wasn¿t sure why the patient wasn¿t getting symptom control maintained. After additional review, the patient wanted to have the device explant because it was not working at first. After the reported five days relief of symptoms the patient noted it started "slowly but surely not working". It was noted and clarified that ¿not working¿ meant they started having breakthroughs. It was later reported that tomorrow ((B)(6) 2014) they are changing out current implantable neurostimulator (ins) from 3058 to a prime ins (off label use). The patient had been getting almost 100% relief from her bowel symptoms ,but was getting only a little benefit from her bladder symptoms so the doctor wanted to add a 2nd lead to address bladder issue and have an ins that could support 2 leads. The patient had this level of symptom relief for bladder and bowel with her system since her original implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.